Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking at the white connecter of the lowest port was noticed. It was reported that the sets was found leaking at the lowest post of the connecter on the first shift round. Subsequently, the sets was replaced. No patient injury reported.